Event description:
Caller reported difficulty with the quick bolus/wake button of their pump, requiring multiple presses to turn on the screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to press the button firmly as a temporary measure and arranged for a replacement pump.